Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plm a+ italian device (refurb) that was reported to have a broken air signal which may lead to the pump not being able to alarm for an air-in-line condition. There was no patient involvement and no harm.

Manufacturer narrative:
The complaint of broken air signal was investigated on the returned pump. The device was in good general condition. The device competed a full performance verification test (pvt) without issue. The alarms logs were reviewed on the device ranging from (B)(6) 2022 ¿ (B)(6) 2022. There were multiple entries for n234 - distal air bolus logged on the (B)(6) 2022. The complaint was not confirmed and no fault was found with device. D9 - date returned to mfg: 5/6/2022.